Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having minimally invas ive transforaminal lumbar interbody fusion (miss tlif). It was reported that the flex armexhibited a loose fit with the operating table. When the surgeon attempted to tighten the knob, the knob became dismantled from its initial position. The flex arm subsequently broke, and another arm was required to complete the procedure.  No patient symptoms, complications have been reported as a result of this event.

Manufacturer narrative:
G2: country of origin is india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part # 9561524; lot # my23e002 visual inspection confirmed the small knuckle handle has broken. The damage appears to be from excessive force placed on the handle during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.